Manufacturer narrative:
Device manufacture date: feb 2023 the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported issue. The device was found to meet specifications related to the reported issue. The reported condition was not verified. A review of the device logs revealed the reported issue was determined to be the programmed total uf being set too low. Based on the device evaluation results, the direct cause was determined to be the programmed total uf being set too low (use error). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Per the claria clinician guide, the programmed total uf should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data showed that the patient¿s average uf was approximately 1008 ml. Based on the device log analysis, the most likely cause of the reported incident was determined to be the programmed total uf being set too low. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on an unspecified date in (B)(6) 2023. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling overfilled, swollen abdomen, difficulty breathing and moving during an unknown process step. The patient was connected to the homechoice claria device at the time of the events. The patient stated that for the last week they have been feeling overfilled; however, they did not report it to the pd rn. Renal therapy services (rts) assisted the patient to manually drain, and the patient stated draining helped. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. No additional information is available.